Event description:
Sideport tubing of fast-cath found seperated from sheathdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, manufacturing, telemetry failure, none or unknown, unanticipated adverse reaction - short term, manifold, y-piece connector, tubing. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.